Event description:
It was reported, the programmer screen is shattered. Unable to communicate with the touch pen. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis found the overlay and lcd (liquid crystal display) are both damaged. The screen will not respond to stylus in the damaged area. The display drops - would not remain in upright position. Two hinge plate screws and one keyboard screw were missing. The system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).